Event description:
User experiencing discrepant calcium results since (B)(6) 2007. The following examples were provided, units of measure mg/dl, results listed as initial/repeat on different instrument, same method: 8.2/ 9.1; 8.1/9.1; 7.9/8.8; 8.1/9.0; 7.2/8.3; 9.4/10.1. Initial results were not reported. The field service representative determined the sample probes were partially clogged. The instrument was repaired.